Event description:
An olympus field service technician reported that during onsite inspection of the bronchovideoscope, a leakage was found from the bending section cover (a-rubber) during reprocessing. Inspection and testing of the returned device found the forceps channel port was shaved and the plastic distal end cover was burnt/melted around the instrument channel outlet at the distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
This report is being supplemented as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. Correction is being made to previously submitted g3 - date received by manufacturer for the initial report. The correct date was 05/09/2023. Based on the results of the investigation regarding the burnt distal end cover, it is likely the event occurred because high-energy hand instruments (laser/high-frequency/etc) were used without ensuring sufficient distance from the distal end. However, a definitive root cause cannot be identified. The suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in the instructions for use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of leak at the a-rubber was confirmed. The following findings were also observed during the device evaluation, however are considered non-critical and therefore do not present a potential for harm: scratches were found on the video cable, identification plate, video connectors, angulation lever, light guide connector, grip, control unit and connecting tube. Due to wear of the angle wire the bending angle in the up and down direction did not meet the standard values. The universal cord had peeled coating, and the video connector had discoloration. The bending section rubber was cracked. The light guide cover was corroded. There was air/water leakage from the insertion tube/bending section due to pinhole in the bending section rubber. The distal end had a burn. The connecting tube was dented. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the metal part of the endo therapy accessories, cleaning brushes, etc. Were contacted with biopsy port at inserting/withdrawal of the accessories while the user was handling the device. However, the definitive root cause could not be determined. This issue is addressed in accordance with the following IFU: bf-170 series operation manual chapter 3 preparation and inspection, which states how to detect the event. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus field service technician reported that during onsite inspection of the bronchovideoscope, a leakage was found from the bending section cover (a-rubber) during reprocessing. Inspection and testing of the returned device found the forceps channel port was shaved. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.